Event description:
Philips received a complaint on the v60 ventilator indicating that alternating current (ac) power was intermittent. No patient or user harm reported. The customer informed the remote service provider (rse) that they had noticed some dead spots, indicating there was damaged copper wiring. And concluded that it needed replacement. The customer biomedical engineer (bme) replaced the power cord with stock they had onsite, and after also replacing the battery, the bme confirmed that the battery charged as expected. The device was confirmed by the customer to be operating fine, the customer "performed required testing successfully," and the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The customer confirmed through remote service that the product malfunctioned. The cause of the malfunction was a faulty ac power cord. The device was reported to be outside of use at the time of the reported problem.